Manufacturer narrative:
A separate report will be submitted for onyx-18 which was used in the same index procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Nussbaum, b. R., graupman, p., torok, c. M., yesavage, t. A., nussbaum, e. S. (2023). Delayed migration of onyx embolic agent after preoperative embolization of an arteriovenous malformation in a pediatric patient: a case report and review of the literature. Pediatric neurosurgery, 58(1), 45¿52. Https://doi.org/10.1159/000529629. Medtronic review of the literature article found that an 8-year-old female patient presented with daily frontal headaches with photophobia, phonophobia, and sleep disturbance. The patient also had a history of neonatal seizures, as well as a history of hypoxic ischemic injury, neurogenic bladder, right-sided hemiplegia, and anxiety. Cerebral angiography and MRI revealed an unruptured spetzler-martin grade iii (s1e1v1; less than 3 cm, dentate nucleus involved, deep venous drainage) arteriovenous malformation (avm) of the medial left cerebellar hemisphere with a high-flow shunt. The patient underwent on onyx embolization procedure in which a combination of onyx-34 and onyx-18 were used. There were no noted in tra-operative errors or complications. Approximately 25% of the avm nidus was closed during the embolization, particularly the deep posteroinferior aspect. Onyx injection was stopped once minimal penetration of onyx into the main draining vein was noted, along with some reflux of onyx along the microcatheter tip. The draining vein remained widely patent without flow delay or visible evidence of an onyx cast obstruction. No attempt was made to close a significantly greater percentage of the avm nidus in a single session due to the risk of precipitating a nidal rupture from excessive hemodynamic changes. The next day the patient developed worsening headaches, and an MRI demonstrated new perinidal edema. Urgent angiography showed that onyx had migrated into the draining vein, presumably resulting in venous outflow obstruction and potentially increasing the risk of bleeding from the avm. The patient underwent another procedure for the urgent resection of the avm which was uneventful. Postoperative CT imaging revealed postoperative pneumocephalus, and a thin linear object with a hyperdensity compatible with onyx material was seen extending posteriorly from the resection cavity. The object appeared to extend within or along the margin of the left transverse and sigmoid sinuses to the level of the jugular bulb. The procedure was deemed successful as the patient recovered with no new neurological deficit, and there was no residual filling of the avm on angiography. At 1-month follow-up the patient was at her neurological baseline and 1-year MRI/mra follow-up was recommended.